Manufacturer narrative:
B6: imaging evaluation was attached. Cannot confirm a dissection or prior dissection/tear in the ascending thoracic aorta with images available for evaluation. Cannot confirm migration with one evaluable jpeg image. Additional images were requested, however, were not provided. H6. Code c19: a review of the manufacturing records of the devices indicated the lots met all the pre-release specifications. The devices remain implanted and are not available for analysis. Also was implanted: te4043e/(B)(6) UDI# (B)(4). Code e2402- was used to cover that the patient expired due to the bleed into the peritoneal space. The physician believed that the aortic extender pulled back not only due to the sleeve pulling on the device but also due to the reverse tapered anatomy (outside of the instructions for use) and the high pressure of blood. According to the physician, the patient¿s aorta was fragile and unstable. It was reported that the aortic extender devices were off label used as there were no other possible covered stents available to cover the entry tear without covering the innominate and they were not wanting to perform bypass surgery as there were dissections into the head vessels. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), the gore® tag® thoracic branch endoprosthesis is a modular device consisting of the aortic component, the side branch (sb) component, and an optional aortic extender and these components may be used together as a stand-alone device or in conjunction with the gore® tag® conformable thoracic stent graft. The aortic extender is intended to be used to improve sealing of the aortic component. Per IFU, additional considerations for patient selection include, but are not limited to: patient¿s anatomical suitability for endovascular repair. Additionally, the IFU states: use of the gore® tag® thoracic branch endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (migration). The sizing measurements are critical to the successful performance of the endovascular repair. According to the IFU, possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to deployment difficulties/failures, bleeding (procedural and post-treatment), cardiac complications (hypertension), endoprosthesis migration and death.

Event description:
On (B)(6) 2025, the patient sustained an aortic dissection during a transcatheter aortic valve implantation (tavi). Gore® tag® thoracic branch endoprosthesis aortic extender devices were used to cover the entry tear which appeared to be ~2.5cm distal to the coronary arteries. The wire access was gained and confirmed to be in the true lumen with a trans-oesophageal echocardiogram. The te3742e aortic extender was advanced to and deployed at the attended position. Reportedly, when the delivery catheter was retrieved, the aortic extender started to migrate distally (best estimate ~6mm). Eventually then forward pressure was added to the wire, the aortic extender stopped moving and the catheter was retrieved. No vessels¿ coverage were noticed during the distal device migration. The patient then started to lose cardiac output, and it was determined there was likely a retrograde pericardial bleed. A line was inserted into this space and blood retrieved. It was determined that an additional aortic extender (te4043) was required. The device then also moved distally. However, the surgeon reported that it appeared to happen without pressure on the catheter. The device was then attempted to be retrieved. This again immediately caused the extender to mode more distally. The physician started to twist the catheter. The catheter was then able to be retrieved as the sleeve had pulled back far enough to not catch on anything. On (B)(6) 2025, during the procedure, the patient expired due to the bleed into the peritoneal space. The physician did not mention that the patient¿s death was due to the gore device used. The physician believed that the aortic extender pulled back not only due to the sleeve pulling on the device but also due to the reverse tapered anatomy (outside of the instructions for use) and the high pressure of blood. According to the physician, the patient¿s aorta was fragile and unstable. It was reported that the aortic extender devices were off label used as there were no other possible covered stents available to cover the entry tear without covering the innominate and they were not wanting to perform bypass surgery as there were dissections into the head vessels.

Manufacturer narrative:
H6. Code c21: a review of manufacturing records of the devices is going to be conducted. The investigation is in process. The devices remain implanted and are not available for analysis. Also was implanted: te4043e/28601663 UDI# (B)(4). Images were provided for investigation. Further information will be provided. Code e2402- was used to cover that the patient expired due to the bleed into the peritoneal space. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.